Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The following were noted during a physical inspection: dog chewed the pump and there is extensive damage, listed below: end cap broken off and missing, missing end cap address label, damaged keypad overlay, damaged display window cover, cracked battery tube threads, broken reservoir tube, missing retainer, missing reservoir tube o-ring. Dog chew marks on the pump case is confirmed. The p-cap was unable to be locked into the reservoir compartment due to extensive damage of the reservoir area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.